Event description:
Customer reported that an unspecified number of erroneously low sodium results were generated by the unicel dxc 600 synchron system. Calibration and quality controls were run at midnight and were within specification prior to the event. The erroneous results were not reported out of the laboratory. The system was recalibrated and returned to normal operation. All samples with low sodium results were retested and the results were reported. There were no changes to the pts' care or treatment related to this event. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system were taken or provided. The fse replaced the sample probe, flow cell, sodium electrodes and struck the carbon bridge. The system was then stabilized, calibrated and compared to another system in the laboratory. Quality controls were within specification. Although parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.